Event description:
During a laparoscopic cholecystectomy the device was used to clamp on the cystic artery and the clip scissored and fell off the vessel. He tried to fire again and the gun jammed. There was no pt consequence.